Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was alarming. The customer was not sure what their blood glucose was. The drive support cap was recessed. The customer was not sure if they pressed the cap while they were connected. They were unsure if the device was dropped or bumped. The discontinuation of the device was advised. Nothing further was reported.